Event description:
New information noted that the right ventricular- rv was too loose due to a loose set screw causing loss of capture, high pacing impedance and decreased ventricular sensing. The rv lead was reconnected and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11597. It was reported that the patient presented experiencing hematoma. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and decreased ventricular sensing. No intervention was performed and the patient was in stable condition.